Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open - establishing final arm angle/ efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted very thick and calcified tissue. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, prior to deployment, when establishing final arm angle/ efaa, the clip opened more than expected. Troubleshooting was performed, but the clip settled at 25 degree angle. A decision was made to deploy the clip. The clip was stable. One clip was deployed, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.